Event description:
During evaluation of a returned spectrum iq infusion pump, the device keypad was inoperable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device failed idea testing due to an inoperable keypad. Service evaluation verified the inoperable keypad. The cause was identified to be a corroded flex cable. The keypad was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.